Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(4). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service engineer was dispatched to the facility and confirmed the issue. He traced the fault back to a defective stirrer motor; he replaced the part and also the distribution board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A mechanical/electrical failure of the stirrer motor caused the reported event.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error code associated to the stirrer motor during service. There was no report of patient injury.